Event description:
This pi is for case 1 of 2. Mps reported blade unable to align to tibia in planar workflow pka on first case. Blade aligning, but off, such that the blade would have cut the mcl on second case. Burr haptics appeared ok. Altering robot position did not resolve. Lowering/raising bed did not resolve. Extending/flexing/rotating leg did not resolve. Checkpoints pass before and after cuts, and physical checkpoints were used in textbook location. Camera is clean. Robot was fully lowered when aligning to and executing cuts. As reported via complaint form: during 2 pka 3.0 cases today the system struggled to cut using the blade during tibia resection. First case the blade would not properly align. Second case the blade was grossly more medial than the screen was showing. If doctor were to cut it would resect the mcl area. Had to switch to burr only to finish both cases.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event an event regarding arm haptic issue involving a mako pka software was reported. The event was not confirmed. Method & results -product evaluation and results: review of the case session files noted the following: "the rotational landmarks were not captured at the level of the tubercle and are proximal to the targets. Capturing the rotational landmarks proximally does not lock in the rotations and may cause rotational errors that could contribute to blade alignment issues. Change in bone topography at the tubercle locks in the tibial rotations. This along with any hardware errors may have contributed to the alignment issues. User errors that cannot be seen in the logs but may have been contributing factors are. 1. Defective vizadiscs 2. Bumped arrays base or bone the mako system is performing within its specification. There is no evidence of the mako system software or hardware malfunction. " the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: verified system is operating within mako tolerances and specifications. System successfully passed presurgery testing. No problems observed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise shows other similar complaints for pka software - arm haptic issue. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error (failure to capture at the level of the tubercle and are proximal to the targets). In addition, the alleged failure mode was not reproduced during an onsite inspection, no hardware issues were noted, however the system was optimized for clinical use. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
This pi is for case 1 of 2. Mps reported blade unable to align to tibia in planar workflow pka on first case. Blade aligning, but off, such that the blade would have cut the mcl on second case. Burr haptics appeared ok. Altering robot position did not resolve. Lowering/raising bed did not resolve. Extending/flexing/rotating leg did not resolve. Checkpoints pass before and after cuts, and physical checkpoints were used in textbook location. Camera is clean. Robot was fully lowered when aligning to and executing cuts. As reported via complaint form: during 2 pka 3.0 cases today the system struggled to cut using the blade during tibia resection. First case the blade would not properly align. Second case the blade was grossly more medial than the screen was showing. If doctor were to cut it would resect the mcl area. Had to switch to burr only to finish both cases.